Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had their controller in MRI mode for when they had an MRI and went to turn stimulation back on and noticed that their numbers were missing next to their group. Patient mentioned that they do not know how their programs disappeared and were not sure if that was normal or not. Agent walked the patient through a controller reset and patient stated that the programs were not back next to group a. Agent walked the patient through switching to group b; patient noted that there were no programs with group b either. Patient mentioned that they were able to access the programs from tapping the letter a but that they did not display on the home screen. Agent advised the patient to follow up with their manufacturer representative and managing hcp to further address the issue. Patient was redirected to their managing hcp for further assistance.